Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/26/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 04/13/2016 with the following findings: the pump was found to not have been used for basal delivery. Reboots were observed in the black box on 03/13/2016. A visual inspection of the pump showed that the battery compartment and returned battery cap were undamaged. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The pump successfully passed the ez prime steps. The pump was exercised for 24 hours with no issues. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing.